Event description:
Customer reported issues with her sensors. Customer just started using these sensors. She stated the tape did not stick on the first sensor and it bent the cannula. For the second sensor, customer stated it keeps alarming lost sensor. Customer's blood glucose is 500 mg/dl. Customer is following proper sensor insertion and calibration methods. He was advised the sensor may not be working and to send it back for analysis. Nothing further reported.

Manufacturer narrative:
Reliability analysis, inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor passed per spec with accurate readings. Unable to confirm adhesive anomaly due to sensor was returned opened/used.